Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Visual inspection noted blood/body fluid in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was unremarkable. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high thresholds. The helix issues were likely contributed by blood infiltration into the helix housing. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. The lead will be returned for evaluation.